Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017, excessive force.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, during device removal, the footplate failed to fully retract as resistance was felt when attempting to pull the device out. After applying force, the device was removed from the anatomy. It was noted that vessel damage had occurred. The tavr procedure was then cancelled. A surgical cutdown was performed to treat the vessel damage. The vessel damage was treated with manual suturing. A clinically significant delay was reported due to the entrapped device and its subsequent treatments. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficult to open or close the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, during device removal, the footplate failed to fully retract as resistance was felt when attempting to pull the device out. After applying force, the device was removed from the anatomy. It was noted that vessel damage had occurred. It should be noted that the prostyle instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. Although the force applied to remove the device likely contributed to the tissue injury, the force applied was circumstantial related to the difficulties experienced. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Returned device analysis noted the lever was opened, and the foot was displaced with blood observed around the foot. These observations indicate the foot likely surfed forward during attempt to close the foot due to interaction with the patient tissue and / or sutured such that the foot was displaced out of the guide. Displacement of the foot would subsequently contribute to difficulty removing the device. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.